Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, a vessel sealer extend (vse) instrument was used to seal and then cut a vessel. According to the initial reporter, the vessel was not sealed adequately and bled. The procedure was converted to open to control the bleeding. Intuitive surgical inc. (Isi) contacted the site robotics coordinator and the following additional information was obtained regarding the reported event: the robotics coordinator believes the target tissue was a uterine artery but was not certain. The target vessel was reportedly thick and the vse instrument did not seal the vessel appropriately. The surgeon converted to open surgery in order to control the bleeding. However, it is unknown how much blood was lost and what specific medical intervention was done to stop the bleeding. The customer plans to return the vse instrument to isi for failure analysis evaluation. Isi performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode and intra-operative complication is unknown. The vse instrument used during this event had been requested to be returned to isi; however, the product has not yet been received for failure analysis investigations. A follow-up MDR will be submitted if additional information is obtained. The advanced instrument logs for the vse instrument were reviewed by an isi failure analysis engineer (fae). Per the fae, the logs showed no errors with the vse instrument during this procedure. A system logs review was performed for this procedure: no relevant errors were observed during this procedure. This complain is being reported due to the following conclusion: during a da vinci-assisted benign hysterectomy procedure, a vse instrument insufficiently sealed a vessel which then bled when cut. The procedure was converted to open to control the bleeding. At this time, the cause of the customer reported failure mode and intra-operative bleeding is unknown.